Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Previous admission on (B)(6) 2025 is captured under MFR. Report # 2916596-2025-02881.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was previously admitted on (B)(6) 2025 due to confusion, and it was noted when they arrived that their pump was off due to his batteries and emergency backup battery being completely discharged. It was determined that his pump had been off for approximately 8 hours. The patient had no recollection of hearing any alarms, although it was noted that the patient was often confused and had been hard of hearing and lived alone. The patient was discharged on (B)(6) 2025. The patient was later found down in their home, and it was determined that they passed away on (B)(6) 2025 due to a cardiac arrest, although the customer noting that they most likely had been dead for several days prior to being found. Whether it the death was device or therapy related was unknown, although the customer stated it was possibly due to a pump stop and given the patient's history, they thought that battery depletion was the likely cause. An autopsy was not performed. The pump was not explanted and would not be returned.